Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown at this time when or how the device broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned ps tasp top confirmed that the tasp has fractured into two pieces (all pieces returned). The fracture extends from the corner of pcl notch on the lateral side across to the anterior edge. This device also showed cosmetic damage such as nicks, gouges, dents, and scratches. These are likely from use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. It was concluded that the tasp left zimmer biomet conforming because it had a potential service life of about 2 years before it broke. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Device fractured during a demo of the product on a cadaver. Event did not occur during surgery.